Event description:
It was reported that this patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) device had a bad right ventricular (rv) lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.